Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Console booted with the controller failure seen in the field. The cause of the controller failure is corruption of the epm firmware on the impellatronic board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.